Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was removed due to battery depletion. During the replacement procedure, the device was found to be in vvi.